Event description:
It was reported to philips that the system was intermittently unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite, and customer had to use the off button multiple times to turn the system off. Upon troubleshooting, the fse found that the faulty button on the review module. To resolve the issue, the fse replaced review module and returned the defective part for further analysis. The supplier's part analysis could not conclusively determine the cause of review module failure; however, after replacing the review module the issue got resolved and the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.